Event description:
The customer reported that the device displayed error code 01000 (defib biphase error). This issue was found during user initiated testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 0100. After displaying error code 0100 (defib biphase error) the message/instruction defib failure cycle power is displayed and device operation is halted. This issue was found during user initiated testing. There was no pt involvement. The philips field service engineer (fse) evaluated the device and the stated problem was confirmed. The cause of this malfunction was determined to have been the power pca. The fse replaced the power pca to resolve the malfunction. The device passed all performance assurance tests and was returned to service. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.